Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was blanking beats in ventricular event. Also, there were many rhytmiq pacemaker feature episodes. The patient was not feeling well but no syncope was reported. It was found that the patient was developing conduction block and premature ventricular contractions were leading to long ventricular cycle length. Programming options were discussed. The pacemaker remains in service at this time. No additional adverse patient effects were reported.